Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 24.00 mmol/l compared to readings of 7.30 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 24.00 mmol/l compared to readings of 7.30 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection of the returned sensor patch revealed no anomalies. Data extraction was performed using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. A slot was milled into the sensor casing to facilitate source measurement unit (smu) testing; however, the sensor became unscannable following the milling process. The sensor was de-cased, and initial visual inspection of the printed circuit board assembly (pcba) revealed no anomalies. Battery voltage was within specification; however, smu testing could not be completed. During extended investigation, detailed examination of the pcba identified hairline fractures around the specific integrated circuit (asic) and evidence of poor soldering. Battery voltage measured through the capacitor remained within specification, indicating the soldering condition did not contribute to the loss of communication. The hairline fractures resulted in broken traces, leading to loss of communication (inability to scan). The damage is most likely attributable to mechanical stress during the de-casing process. Due to this damage, functional testing could not be completed. In addition, the device history review (DHR) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6).